Event description:
Patient presented for removal of retained hardware (intramedullary (im) clavicle nail and locking screw) from previous open reduction internal fixation (orif) performed approximately a year earlier ((B)(6) 2013). The removal of the locking screw was successful. When surgeon screwed in the hub attachment for nail removal it broke off within the im nail when attempting to remove the im clavicle nail. At this point it was decided that the risks of removing the nail far outweighed leaving the im clavicle nail in place.